Event description:
It was reported a motor stall was recorded in the event logs from the patient's intrathecal drug delivery pump. It is unknown if the patient had a recent MRI. The patient had been having "catheter issues" and a dye study was being performed. The pump logs showed a motor stall occurred in 2008, with a tube set error on two days later, and a recovery message on twelve days later (the day the dye study was performed). The patient was asymptomatic. The drug used in the pump is lioresal. Additional information received indicated, the pump is still in use. The catheter was found to be kinked. The hcp went in and unkinked the catheter and then reconnected it. Drug was withdrawn from the pump. The expected volume was 15 mls and 14 - 15 mls were withdrawn, so the pump was determined to be delivering drug at the appropriate rate. See MFR report #2182207200802665.

Manufacturer narrative:
(B)(4).